Event description:
It was reported that the 7900 system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was replaced during the service call.